Manufacturer narrative:
Concomitant medical products: 0001753225 - outflow graft / catalog number 1125 / expiration date 06/30/2018. No, not returned to manufacturer. Device MFR date: 06/30/2013. Labeled for single use: yes; (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Sepsis is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was having flow and power reading under 1, the physician was called and instructed patient to present to the emergency department. Patient was then admitted overnight for further evaluation for episodes of low flow alarms. It was noted that there was a sharp decrease in flow and powers around 9pm on (B)(6) 2017. It was stated that the site is presuming the issue to be inflow/outflow obstruction related. Physician felt the hum of the ventricular assist device (vad) was abnormal and had patient placed on heparin drip (gtt). It was also stated that the log files were sent in and showed episodes of watts below operating range but had since returned to normal limits. It was also stated that over the course of day watts began to rise and patient decompensated and required vasopressors and intubation. Log files sent again and now showed watts above normal operating range. It was then reported that there was a "vad stopped and a change in controller" alarmed occurred twice with a controller exchange. Controller exchange on (B)(6) 2017, site is tracking down device and will return. On (B)(6) 2017 patient was taken to the operating room. It was stated that the had entire graft was found to be thrombosed. The proximal 2 cm were flushed from the aortic side, ensuring all clot was removed. The graft itself, which was thrombosed and encased in gore-tex, was later left adherent to the anterior surface of the right ventricle after it was removed from the outflow elbow of the left ventricular assist device (lvad). The pump was removed and found to have the entire inlet filled with clot and the specimen was sent to pathology. The driveline was divided and, as mentioned, a several centimeters' portion of the old thrombosed outflow graft was left adherent to the anterior surface of the right ventricle (rv). No clot was found within the left ventricle itself and the pump was exchanged. Gastrointestinal (gi) team re-assess possible gi blood loss as patient having melena now and was treated with a nasogastric tube. It was stated that the patient also showed anemia due to acute blood loss and it was stated that it was likely due to multiple etiologies and contributing factors which include chest wall hematoma, possible gastrointestinal (gi) blood loss, and pulmonary hemorrhaging, as evidenced by clots on bronchoscopies. It was also mentioned in the additional information received that the patient had developed hyperbilirubinemia most likely due to multifactorial primarily cholestatic picture with direct hyperbilirubinemia. Patient also has large retrosternal hematoma; when resorbed, these can result in hyperbilirubinemia, but would suspect high indirect levels and there may be a component of biliary stasis in the setting of sepsis. It was stated that the patient continues to be hospitalized and is critically ill and is at high risk of death. No additional information available.

Manufacturer narrative:
0001753225 - outflow graft / catalog number 1125 / expiration date 06/30/2018 device available for evaluation: yes. Device evaluated by MFR: yes, received on 05/03/2017. Related MFR#'s: 3007042319-2017-02589 and 3007042319-2017-00720. It was reported from the subject presented to the  emergency department with a complaint of syncope at home in the morning. Around 9am he was in bathroom brushing his teeth, when he dropped his toothbrush holder to ground, he bent over to pick it up and then dropped it again. He remembers bending to pick up the holder. The next thing he remembers is waking up in bath tub. He was too weak to get up himself, he called for aid of his wife. At that time, no alarms from lvad control panel. He reports for rest of day he felt more tired and fatigued. Denies any headache or new pain from trauma. Around early evening, when his alarm start to go off from his device monitor. Flow reading was <1 and power was low as well. He called lvad coordinator and dr. Instructed patient to present to the ed. CT head did not show any bleeding. Interrogation of the device monitor showed that at 1954 was when first low flow alarm and after was continued low flow alarms. Stat tte shows lv size about 5cm down from 5.5 in last tte, and av opening in more beats than last tte. The doctor felt the hum of the vad was abnormal and had patient placed on heparin gtt. Ldh was 366 up from 200s in past. Haptoglobin was normal at 111. Subject admitted for suspected pump thrombosis. On (B)(6) 2017 his lvad progressed to complete thrombosis and malfunction. Lvad was turned off (B)(6) 2017 pm due to inability to rev up above 400rpm and overheating. (B)(6) 2017 was taken emergently to or for replacement lvad with hwii, left open and returned to or (B)(6) 2017 to close chest. No additional information available. Hw11124 was returned to heartware for evaluation along with a very short segment of the outflow graft 0001753225r01; the major portion of the outflow graft was not received for evaluation since it was left adherent to the anterior surface of the right ventricle. Review of the manufacturing documentation confirmed that the associated outflow graft met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the pump in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a decrease in estimated flow of approximately 3.5 l/min lasting approximately 90 minutes on (B)(6) 2017 at 19:57:53. There is then a progressive rise in power consumption to current parameters above normal operation. 101 low flow alarms have been logged since (B)(6) 2017. 4 high watt alarms have been logged since (B)(6) 2017. In addition, 1 vad stopped alarm was logged on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. The returned short segment of the graft's external and lumenal surfaces, except for minimal amounts of post-explant, residual blood, were otherwise unremarkable. Of note, it was reported that during the pump exchange, the entire graft was found to be thrombosed. The major portion of the outflow graft was not received for evaluation as it was left adherent to the anterior surface of the right ventricle. Therefore, the reported outflow graft thrombus could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and high watt alarms further resulting in a vad stop. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that on (B)(4) 2017, patient was brought back to the operating room (or) for mediastinal washout. During the procedure, there was a small amount of mediastinal clot noted which was evacuated with warm saline solution. The chest was then closed, and patient was returned to the intensive care unit (ICU) in critical but stable condition. On (B)(6) 2017, patient was again brought back to the or for mediastinal washout. During the procedure, transesophageal echocardiography (tee) examination revealed improved right ventricular function with decreased tricuspid regurgitation. A small amount of mediastinal clot was found and carefully removed. The mediastinum was thoroughly irrigated with normal saline solution containing antibiotics using a pulsavac device. A decision was made about delaying his sternal closure one more day and patient was returned to the ICU in stable condition. On (B)(6) 2017, patient returned to the or for mediastinal exploration and washout; sternal closure; and intraoperative transesophageal echocardiogram. Tee revealed adequate position of the left ventricular (lv) inlet cannula and adequate right ventricular (rv) function with mild tricuspid regurgitation. There was no clot and no signs of infection noted. The mediastinum was irrigated with several liters of normal saline solution containing antibiotics. Patient tolerated chest closure with minimal hemodynamic changes and was returned to the ICU in critical but stable condition. On (B)(6) 2017, tte showed mild concentric left ventricular hypertrophy; ejection fraction of 20%; the lvad inflow cannula was noted at the apex, it did not about a wall segment; the septum was midline in diastole, shifting towards the rv in systole; the right ventricular systolic function was mild to moderately reduced; the aortic valve opened with every heart beat; mild aortic regurgitation; there was a massive amount of echo dense material adjacent to the heart that was most likely collapsed lung ¿ it did not compress any cardiac chamber; and an echo bright tubular structure with chest tube noted within it. The site stated that the issue was resolved. The patient is a participant in the hvad destination therapy trial improved study. No further patient complications have been reported as a result of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.